Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported the pump got hot to touch while charging the pump. Reportedly the customer continued to use the pump for insulin therapy. The customer's blood glucose was 120 mg/dl.